Event description:
On sept 5, 2007, the lay/user patient contacted lifescan another country alleging her one touch ultra meter was reading inaccurately high. The medical affairs specialist sent follow-up questions to the customer service rep (csr) in germany to ask the patient. On five days earlier at 4 pm, the patient alleged she had symptoms of confusion, shivering, and not being able to walk easily which she attributed to hypoglycemia. The patient takes insulin based on a sliding scale and her carbohydrate intake to reach a target blood glucose level of 120 mg/dl. Based on her sliding scale, 1 unit of humalog lowers her blood glucose level approx 40 mg/dl. She generally takes 2 units of humalog for each unit of carbohydrate she takes in the morning and afternoon and she increases the dosage to 2.5 units of humalog per unit of carbohydrate in the evening. She takes a set dose of 9 units of lantus every night. She tests her blood glucose level 6-8 times/day. At 8:30 am on the morning of that day, she ate her regular breakfast consisting of 5 units of carbohydrate but limited her insulin dose to 3 units of humalog because she had a low reading of 53 mg/dl at the time. At 11 am she obtained a reading of 94 mg/dl, ate 3 units of carbohydrate, but again injected only 3 units of humalog because she was planning chores for the afternoon. The patient dropped the meter after she obtained the reading at 11 am and ran another test at 2:30 pm, obtaining a result of 276 mg/dl that she now alleges was inaccurately high. She took 7 units of humalog based on that value and tested on another meter, obtaining a reading of 88 mg/dl. She then carried out chores that included cooking, shopping, carrying heavy bags, and cleaning up her friend's shop. She fell hypoglycemic as stated at 4 pm, which she attributes to both her high insulin dosage at 2:30 pm and the work she did that afternoon. Her friend immediately took her to test her blood sugar at a nearby pharmacy and obtained a result of 159 mg/dl. She took some oral glucose and felt better 30 minutes afterward. Since 2:30 pm on the same day, she has been using her other meter, testing 6-8 times per day. She had another incident when she felt shaky on original date, in the evening and obtained a result of 63 mg/dl at that time. She mentions her blood glucose level is very unstable and is often affected by her stress levels, but did not mention stress as a cause of either of the incidents she experienced. The csr determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was set to the correct unit of measure. This complaint is being reported because the patient alleged she obtained an inaccurate high reading, injected too much insulin based on the reading, and experienced hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.